Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose and low blood glucose on (B)(6) 2019. The blood glucose level was unknown at the time of incident. The customer treated high blood glucose with injection. Troubleshooting was performed. The customer was in the emergency room, nor admitted into hospital as a result of high blood glucose. The product will not be returned for analysis.